Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation. Additional information has been requested.

Event description:
Customer reported that the unit failed short self-test (sst).. The customer reported there was no patient involvement.

Manufacturer narrative:
Problem was confirmed. A philips authorized service provider checked & found the power supply defective. Rp-power supply,v200/esprit,3.1g was replaced and the ventilator is back in service. Due to no part(s) returning for failure investigation the root cause of the reported issue could not be determined.